Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of sterile peritonitis and pneumonia in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies. This is one of multiple reports by same reporter for peritoneal dialysis (pd). On an unreported date, the patient experienced pneumonia. On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent and was admitted to the hospital. It was not reported whether the patient received remedial therapy. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, extraneal viaflex was stopped. It was not reported whether the events of sterile peritonitis or pneumonia resolved or whether physioneal, unspecified product therapy was ongoing. The nurse stated that the event of sterile peritonitis was related to the extraneal viaflex and unrelated to physioneal, unspecified therapy. The nurse did not provide an assessment of causality for the event of pneumonia.